Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The xiaomi note 10 plus device has not been tested at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor while in use with the freestyle librelink application on the xiaomi note 10 plus mobile device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced tremors, a seizure, and a loss of consciousness and was unable to self-treat, requiring treatment of glucagon and unspecified nasal spray by third-party. There was no report of death or permanent injury associated with this event.